Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's battery compartment entrance was damaged. The insulin pump would turn off without warning ahead of time. The plastic was worn off and it would not hold the battery, causing the insulin pump to turn off. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. Device functioned properly. No turn off screen, blank display or display anomaly noted during testing. No damage inside pump noted. Device was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, broken battery tube threads, missing end cap sticker and stained address serial number label.